Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues during device prep. During the procedure, when trying to reposition the valve, while trying to recapture the entire valve until the catheter was touching the nose cone, the delivery system presented a problem. It was not able to be completely recaptured, leaving a gap and part of the valve exposed. The micro adjustment wheel was used until it reached end of travel, but the gap still remained. The valve was only recaptured once, per the instructions for use. The valve and the ds were replaced to resolve the event. The second valve was implanted with total success. The patient didn't experience any adverse events, remained hemodynamically stable, and there was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues during device prep. During the procedure, when trying to reposition the valve, while trying to recapture the entire valve until the catheter was touching the nose cone, the delivery system presented a problem. It was not able to be completely recaptured, leaving a gap and part of the valve exposed. The micro adjustment wheel was used until it reached end of travel, but the gap still remained. The valve was only recaptured once, per the instructions for use. The valve and the ds were replaced to resolve the event. The second valve was implanted with total success. The patient didn't experience any adverse events, remained hemodynamically stable, and there was no clinically significant delay.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.